Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device was difficult to remove. It is unknown if the safety release and access ports were used. Hemostasis was possibly achieved with the clip and manual compression. After the device was removed it was noticed the plunger was still depressed but the thumb advancer was retracted. There were no adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.